Manufacturer narrative:
Results of investigation are inconclusive since device not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Interrogation of the right ventricular lead showed high out of range pacing impedance, inadequate capture, and r wave amplitude variation. X-rays showed no lead anomalies. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.